Event description:
An insulet clinical services manager reported that she had received a call from the patient's md office reporting that she was hospitalized for diabetic ketoacidosis and the hospital was having difficulty downloading the patient's history from her pdm. The csm called and spoke with the (B)(6), the cde at (B)(6) medical in (B)(6) to walk her through copilot download. The pdm appeared to have not been set up prior to the hospitalization; there was no history in memory for last 90 days. The cde started a saline pod to make sure pdm did work and was able to successfully do so. The patient had been brought to the emergency room by her father, who told the emergency room personnel that the pod was alarming. It was discarded in the emergency room. The csm also reported that the patient's parents are divorcing and involved in a dispute over custody of the patient. Insulet product support attempted to reach the patient's mother on both home and cell numbers with no answer and no option to leave a voicemail.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. A review of the download data shows that the first entry in the download a hard reset caused by the info button being pushed three times and the user accepting the reset after being warned that all data will be lost. This action will erase all previous data recorded in the pdm history and cause the pdm to reset to its original default settings. This would explain why the pdm appeared to have "not been set up" with "no history in memory for last 90 days," as noted in the customer complaint. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide cautions "resetting the pdm deletes all basal programs, temp basal presets, carb presets, bolus presets, and all suggested bolus settings. Before you use this feature and delete these settings, be sure you have a written record of the information you need," and "due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod."